Event description:
It was reported that during tubing priming the ilet user realized the cartridge was empty, the agent guided a full supply change, and upon retry they both identified the cartridge had not been filled initially; the event involved incorrect supply change steps and pertains to the infusion set and cartridge tubing. There were no reported clinical signs, symptoms, or conditions. Outcomes included no health consequences or impact. Investigation included communication with the user and analysis of information provided. Investigation of this case revealed no device problem and identified a usage problem related to an improper or incorrect procedure during a supply change. It was concluded, based on previously established findings for similar reports, that the cause was failure to follow instructions and unintended use error.